Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported; staff performed a powerpicc puncture and tubing placement for a patient who had undergone brain tumor surgery. The tubing was used normally for more than a month. On (B)(6) 2025, before infusing fluid into the patient, the nurse saw blood in the tubing when withdrawing fluid, but there was resistance when pushing saline solution. Considering that the catheter was blocked, he sealed the catheter with heparin saline solution and connected the infusion device, but no fluid dripped. He then took a chest x-ray of the patient and determined that the tip of the catheter was located in the third intercostal space on the right side. The catheter was flushed again and connected to the infusion device, but the fluid still did not drip. The patient was informed of the situation and the catheter was removed. The patient had no discomfort. We are preparing to place a new catheter for the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded catheter could not be confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The sample was functionally tested by flushing the unit with water using a 12ml syringe. During testing, the unit flushed without resistance. The unit was then microscopically inspected and no anomalies were identified. Based on the available evidence, the customer's reported defect could not be confirmed.